Manufacturer narrative:
Drive support cap was inspected and no anomaly was noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap was missing. The customer¿s blood glucose level was 111 mg/dl. The insulin pump will be returned for analysis.